Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. During a vascular case the suture broke twice with standard tension trying to pull the suture through the grasp which led to a slight delay. They were able to complete the case with a third one without patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/12/2024 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - please confirm the quantity of product to be returned. - how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - was there any change in the patient¿s post-operative care due to the prolonged procedure? - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. You have to place a new suture, tie it to the remaining end of the broken suture¿happened twice¿maybe adds 5 minutes each time. So ~10 minutes. Bigger concern is the overall integrity of the suture line. So far no complications thankfully! The suture was sent with the box provided with fedex label. H3 investigational summary: the product was returned to ethicon for evaluation. Fifteen unopened samples were received for analysis. Product code 8709h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.